Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux en y procedure, the surgeon was able to press the green button, but the device did not fire using two different reloads. Once reloaded with another reload it continued to work perfectly. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that loading unit had a full complement of staples. The loading unit was received with the lock ring rotated out of position. The lock ring was rotated into the correct position and the loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it could not be established when this occurred. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. If information is provided in the future, a supplemental report will be issued.